Manufacturer narrative:
One medfusion 3500 pump was received for the evaluation of the reported event. The pump was received with tamper seal removed on bottom case and no appearance of any physical damage. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An error history log showed a backup audible alarm during power up self test, post. To further investigate, a power up process was conducted and a backup audible alarm post error was found at power up. The most likely cause was an incorrect assembly by the customer as a counterfeit super capacitor was found. To correct the problem, the main board was replaced. A preventative maintenance was performed and all functional testing was passed.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device was failing the back up alarm. It is unknown if there was a patient involved.